Event description:
The procedure was delayed by 30 minutes or more due to the reported issue.

Manufacturer narrative:
Csi ID: (B)(6).

Manufacturer narrative:
Delay of procedure. The results of the investigation are inconclusive since the reported device was retained by the facility and not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad was unable to be reviewed, as the lot number was not provided. (B)(4).

Event description:
Diamondback peripheral orbital atherectomy device (oad) was selected for treatment of a long and calcified lesion in the posterior tibial artery. Following treatment of the first segment on low speed, the oad was advanced to the second segment, and one treatment was performed on low speed. During this treatment, the audible pitch changed abruptly, the device stopped spinning, and the oad became stuck. Troubleshooting was performed; the physician pushed the control knob all the way forward, locked the brake, and pressed the on/off button. This did not resolve the issue despite several tries. Surgery was consulted, and the driveshaft was cut with wire cutters in preparation for additional removal attempts. When the driveshaft was cut, it came out of the patient almost immediately. The procedure was completed successfully with angioplasty.